Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding and itchy rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.